Event description:
Complaint was reported as: the customer is experiencing difficulty in deflating the cuff of the endotracheal tube. No report of pt injury.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.